Event description:
This complaint is now reportable based on the analysis completed on 09/29/08. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the de novo, mildly calcified, tortuous, 90% stenosed proximal lad (left anterior descending) lesion. No pt injuries or complications were reported and the pt's status was "good". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A review of the mfg documentation for this batch found that the device met its material, assembly and product specs at the time of release to distribution. Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the middle section of the stent was damaged. Three struts were raised. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The most probable root cause of this event is operational context.